Event description:
It was reported the system was replaced (B)(6) 2013. A catheter dye study was done and nothing was noted.

Event description:
Additional information received reported the patient was in the hospital last weekend and was in the hospital at the time of this report since (B)(6) 2013 because he was ¿too loose.¿ the overdose following the previously reported pump replacement was determined to be an exacerbation of the patient¿s symptoms. It was reported the patient wasn¿t feeling right last week. It was also reported the pump will be replaced tomorrow (B)(6) 2013 or the following day (B)(6) 2013 because the patient wanted the system replaced. Device malfunction and overinfusion was suspected. It was reported on (B)(6) 2013 the patient was receiving effective therapy.

Event description:
Additional information: it was reported by a healthcare provider (hcp) that the same dose was prescribed post-replacement as it was before replacement. The patient was overdosed and had to have the dose reduced by 50%. The hcp did an MRI and noticed the issues were related to the patient's multiple sclerosis (ms).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector (sc) that possibly caused an occlusion. The connection was not misaligned. During analysis no leaking was found. Further inspection found a tear/core of material (flap of material) down inside the sc cup.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 863740, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type pump. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 863740, serial # (B)(4), implanted: (B)(6) 200, explanted: (B)(6) 2012, product type pump; product ID 8731sc, serial # (B)(4), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s only refill with this pump was in (B)(6) 2013 at which time the expected residual volume (erv) was 27.1ml and the actual residual volume (arv) was 27.5ml. Following the replacement surgery in (B)(6) 2012 the patient had several dose adjustments. Prior to the surgery, his dose was 210mcg. The dose was decreased and increased several times and prior to the replacement on (B)(6) 2013 the dose was turned down to 135mcg. Since the pump implant in (B)(6) 2012 the patient had felt ¿high like he was on drugs all the time¿ and would get fatigued and too loose. Following the replacement, as of (B)(6) 2013, the patient was doing much better. The patient said his mind felt clear and his legs were getting stronger every day.

Event description:
Additional information: it was reported by the manufacturer representative that it was unclear if the overdose symptoms were related to the pump. The healthcare provider (hcp) indicated that it was not a programming issue. It was discussed that there is 14.5% flow rate variance from pump to pump; however the hcp indicated that both pumps were the same model and there were no issues or volume discrepancies with the prior pump. The patient stated that two days after the replacement he had "a lot of issues with the new pump". The patient stated that his "legs could not stand up" and that he was "too loose". The patient was hospitalized 3 times to reduce the baclofen dose; the last hospitalization had been for 12 days. The patient's dose had been decreased down to 45% at which point the patient got "more of his leg back, but still weak". The patient stated that the hcp just implants and had no clue why he was losing his leg. The patient indicated that he learned that the pump battery weakens when it is near the end of life (referring to prior pump) and that could have been the cause of the overdose since he began receiving the full dose with the new pump. The patient felt he was receiving too much medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an overdose of medication after pump replacement for normal end of life. It was stated by reporter that he had begun to feel weak that night after surgery. It was indicated that the patient managed to get out of his bed and into his wheelchair but when he tried to put his pants on for over an hour and a half; it was noted that he could not stand to get his pants up. It was reported that the patient's 'head was clearing up' but his 'body was getting worse' and felt the same as he did before when he was given too much medication. It was indicated that the patient was planning to go to the emergency room (ER). The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.